Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an abdominal belt. The customer stated that one of her patients had a reaction to one of the belts that was used while the patient was in the hospital. The reaction looked like a red rash with pustules. Medication was prescribed, nizoral 2% cream to wash the body and triamcinolone 1% cream.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.